Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results and cds checklist has not yet been received for evaluation. Multiple follow ups were made, however, were unsuccessful. No response received from the customer. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, customer hygiene department has discovered germs in the working channel and despite of cleaning, germs still present. The entire working channel needs to be replaced. Customer was provided a loaner as replacement. The customer did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, results of third party testing, the device evaluation, and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Because the subject device was not returned, multiple attempts for additional information were unsuccessful, and based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.